Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4)

Event description:
It was reported that the patient had an increase in her seizures and the patient¿s parents felt there was a problem with the pump. The patient had an appointment set for (B)(6) 2014. Per a health care provider (hcp) note that was provided, the patient had recently had an increase in the frequency of her seizures and some of her dystonic movements. The patient had also been sleepy at times. The patient¿s bowel habits had been changing as well. Normally, the patient had received refills for the pump in (B)(6) ¿but when they tested her from the last lab it had less volume than they had anticipated.¿ it was then noted ¿their¿ concern was that there was some type of malfunction. The patient had recently met with one of their hcp¿s and he suggested they check in with a device manufacturer representative to evaluate her pump. The patient¿s parents felt that her lower extremity spasticity had been stable. Her legs were noted to be quite loose. On exam, the patient per the hcp note had been seated in a wheelchair and there was no swelling along the right lower quadrant where the pump was located. There was no swelling along the catheter line as it traveled to the lumbar region. There was no swelling at the back as well. The hcp too noted the patient¿s lower extremities were very loose. It was noted they were ashworth 1. The hcp was able to easily extend and flex her knees without resistance. The patient reportedly had more of a resistance in her biceps. It was difficult to fully extend her arms. The hcp then at that time had interrogated the pump. Their low reservoir alarm was set to go off on (B)(6) 2014 at that time. The hcp noted at that visit he was not aware if the pump was pumping extra fluid. The hcp noted that before considering that the patient¿s pump was damaged or malfunctioning, he wanted to see ¿what it looks like¿ during the next refill. If there was still some discrepancy between the expected volume removed and the contained volume, it was noted, ¿there may be an issue.¿ the hcp planned to consult with a device manufacturer representative for further thoughts on the matter. It was also noted the hcp had obtained a series of x-rays to study the hardware at the visit that day and it looked like the pump and catheter were intact. The patient and the patient¿s family were interested in having the pump refilled with the hcp that saw the patient that day to see if the volume was correct. If that was done, that hcp planned to have a device manufacturer representative present so they could re-program the device after and help interrogate it. It was lastly noted in the hcp¿s note, ¿I just want to check with them on the potential ¿dumping¿ problem.¿ the next refill was scheduled for (B)(6) 2014, however, it was noted the device manufacturer representative felt they should make contact now to discuss rather than wait. Upon further follow up, it was noted the patient¿s managing hcp reportedly hadn¿t seen the patient since 2010 and didn¿t know that the volume discrepancy was at their last refill. It was confirmed that was the only volume discrepancy the patient had had. It was clarified the seizures had nothing to do with the pump and that they were present before the pump was implanted. The patient¿s sleepy symptoms were hard to assess because the patient was very developmentally delayed and it was hard to read from the parent¿s description whether it was ¿her norm¿ or if the patient was actually sleepier. The hcp then reported the patient was seen 4 to 5 weeks prior at the managing hcp¿s office and since that time the hcp hadn¿t heard from the parents. The nurse practitioner (np) from the managing hcp¿s office noted she thought the parent¿s would have let the managing hcp know if the patient¿s symptoms had gotten worse. It was confirmed the next refill was planned for (B)(6) 2014 and they would further assess the patient at that time. It was also noted the hcp made oral medication changes to address some of the patient¿s symptoms. The managing hcp did confirm there was no disconnect or break in the system as well. It was also noted the np had given the family another hcp¿s information to manage the pump as the family was possibly considering using another managing hcp. Additional information received from the patient¿s hcp that typically managed the device reported the expected volume had been 6.5ml while the actual volume had been 0.5ml. The date of the discrepancy had been (B)(6) 2014. The cause of the discrepancy was unknown. In terms of what troubleshooting, interventions or other actions were taken, close monitoring occurred. There had been no new symptoms reported prior or after the found error. The patient¿s next refill was scheduled for four weeks prior to the due date. In terms of patient outcome, it was noted the patient had no new complaints/symptoms at the time of the error. She reportedly had remained stable at all times. The device system was used to deliver baclofen, later specified per a print out as lioresal 2000 mcg/ml at a dose of 600 mcg per day with several boluses also throughout the day. Additional information was later received that the patient was having symptoms of increased spasticity. The expected residual volume (erv) was 11.3ml and the actual residual volume (arv) was 7.9ml on (B)(6) 2014. The cause of the discrepancy was unknown and the issue had not been resolved. The pump would be explanted on (B)(6) 2014. It was additionally reported that the catheter would be replaced along with the pump.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11175r12, implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
Corrected previously reported event date to (B)(6) 2014.